Event description:
Boston scientific received information that this right atrial lead dislodged. It was successfully repositioned and remains in service. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.